Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned for review and a small cut (slit) was found on the hub extension portion of the catheter. Functional testing confirmed that the catheter leaked at the noted area. The damage is indicative of excess force exerted on the catheter by an external object during the product usage. Based on review of the product, the cause was most likely related to the handling of the device in the field. All catheters undergo (100%) inspection during manufacturing. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of leakage, including the following: "use a 10 ml syringe design to flush the catheter. Do not use force to flush the catheter as a 10 ml syringe design has the potential to generate high pressure (greater than 40 psi) capable of rupturing the catheter."

Event description:
Catheter read occluded, they tried flushing, they got it to flush, but then noted it was leaking.